Event description:
False negative result (s). Bought these mainly for peace of mind. I tested positive twice at a clinic and my results on this one came back negative. It's easy to use, but make sure you get a pcr test by a doctor if you have serious symptoms, like me.